Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: the text on the display screen was dim and discolored. Unrelated to the display issue, there were intermittent responses to button presses on all of the keypad buttons. There was observed damage to the keypad causing the button contacts to be exposed. Contamination was present under the contacts of all buttons. The bolus button cover and plug were detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).